Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient never got relief from the pump. The pump was working but he had no relief and that's why the hcp changed medications and went up and down on the dosages. For "a while" when the hcp would withdraw medication from the pump there would be "twice as much as supposed to be." The patient noted the hcp was never concerned and stated that the "like could be kinked etc." The patient was "on the lowest dose" currently and was thinking about having the pump explanted. The patient was redirected to discuss the concerns with his hcp. No further complications were reported.